Event description:
Information was received that during pre-testing of this smiths medical medfusion 3500 pump, the pump motor did not run. No patient involvement reported.

Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top case chipped and cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation, the reported problem was caused by normal wear. Service's replaced the pump motor assembly, and left plunger case due to broken screw boss. Also replaced right plunger case due to cracked, replaced top case due to physical damage. Replaced position pot, worm coupling, worm gear, wavy washer, delrin washer, stepper motor, motor mount, lead screw, clutch halves and clutch spring for preventative action. Installed cable guard due to missing cleaned, and greased device. Calibrated device and performed all functional tests which passed. The problem source of the reported problem is normal wear (pump is over 9 years old).